Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant occlusion messages. This occurred upon device power-up in the emergency room. There was no patient involvement. No additional information is available.